Manufacturer narrative:
Correction to h6; impact code was inadvertently left out of the original submission.

Event description:
As reported by our japan affiliates, during a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position, a 26 mm sapien 3 ultra resilia valve was deployed. Transthoracic echocardiography (tte) confirmed that there was no significant paravalvular leak (pvl). Thus, post-dilation was unnecessary, and the delivery system was removed. While measuring the simultaneous lv-aog pressure gradient, the blood pressure suddenly decreased. A tee revealed an increase in pericardial fluid, leading to a diagnosis of cardiac tamponade. Aog showed annular rupture near the noncoronary cusp (ncc) or right coronary cusp (rcc). Promptly, pericardiocentesis was performed after confirmation by echo from the anterior chest. A drainage kit was inserted, and hemorrhagic pericardial fluid was observed. The procedure was switched to general anesthesia and a transesophageal echocardiography probe was inserted. At this point, hemodynamics collapsed, for which cardiopulmonary resuscitation (CPR) was initiated. To establish extracorporeal membrane oxygenation (ECMO), a venous line was inserted and then the arterial line was inserted. While preparing for cardiopulmonary bypass and thoracotomy, drainage continued, and hemodynamics became stabilized. On aog, the findings of rupture disappeared. After approximately 15 minutes, aog was performed again but there were no findings of rupture. The tee also showed no increase in pericardial fluid. Therefore, it was considered that conservative management was feasible, and thoracotomy was not necessary. The venous line and arterial line for ECMO were removed, and hemostasis was achieved. Aog was performed again and showed no findings of rupture. The procedure was completed. The patient remained under intubation management and was transferred to the intensive care unit (ICU) in stable condition. The outcome was "resolving" and the cause of the rupture was unknown.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair the ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event investigation results are inconclusive as relevant patient and procedural factors were not provided. However, the event may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.